Event description:
Per MDR #2438477-2026-00017: drive devilbiss healthcare was notified of an incident involving a rollator by the end user who reported that she had difficulty pulling the seat upwards by the handle on the seat to fold the rollator. Therefore, the end user pulled up with a quick, sharp movement that resulted in a torn rotator cuff that will require physical therapy and a cortisone injection. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.